Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens of diopter -11.0/+2.5/168 into the patient's left eye (os) on (B)(6) 2022. The lens was exchanged on (B)(6) 2022 for a lens two sizes shorter in length due to excessive vault. This resolved the problem. Cause reported as unknown.

Manufacturer narrative:
(B)(4).